Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection and functional testing, and the customer problem was duplicated. The pump was found to have a torn/worn downstream occlusion (dso) seal. After investigation the results indicated a reportable malfunction due to the torn/worn dso seal. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the dso seal, updated software, and performed dso/upstream occlusion (uso) sensor calibration. The pump passed all functional tests and performed as intended after repair.

Event description:
It was reported that the device had cracks. The customer returned the product for the cracks, and during physical inspection it was found that the downstream occlusion (dso) seal was torn/worn. The event occurred during routine preventive maintenance inspection, and there was no patient involvement.